Event description:
A malfunction on the pump was reported by the caller, though there were no prior notable events linked to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.